Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 60 mm, 80 cm ranger drug-coated balloon was advanced for dilation. During the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.